Event description:
It was reported that pt presented with hip, pt was draining from incision site, acute infection in left hip joint.

Manufacturer narrative:
The following other hip device was also listed in this report: v40 cocr lfit head 36mm/+5, 6260-9-236, mljyrd. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An evaluation of the reported device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) has been requested. Should additional info become available, the evaluation summary will be submitted in a supplemental report.